Event description:
During an ablation procedure, after the septum was punctured and when attempting to gain access to the left atrium, an st elevation was noted. It was then suspected and eventually observed that a gas embolism was in the right coronary artery. A cardiac catheterization was needed to resolve the st elevation. During the cardiac catherization, a guidewire was passed into the artery and the air was absorbed and removed via the catheter. The procedure was then stopped and the patient was kept for observation. The patient was later noted to have made a complete recovery with no adverse consequences. The cause of the air embolism could not be specifically isolated.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath had been bent 13.50¿ proximal to the distal tip. No other visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and subsequent st elevation remains unknown.

Event description:
The physician indicated the issue may have been due to sheath preparation as the staff was new.

Manufacturer narrative:
Additional information: b5. Corrected information: h6, conclusion code.